Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise and high out of range pacing impedance. A revision procedure took place during which the device was removed from the pocket and a tug test performed. The lead seemed secure. The impedance and thresholds numbers were good. The lead was removed from the device and re-inserted, the physician commented that the lead pin looked to be further in. The lead was manipulated and measurements were still good. Boston scientific technical services (ts) discussed that it could be an intermittent connection or device issue. The physician chose to replace both the lead and device since it was not clear what caused the issue. There were no additional adverse patient effects reported.

Manufacturer narrative:
(B)(4). This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.